Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was additional t-wave oversensing (twos) observed.

Manufacturer narrative:
Concomitant medical products: dvab1d1, ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received an inappropriate shock due to twos. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: d334drg ICD implanted: (B)(6) 2013.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) and small r waves during non-sustained ventricular tachycardia episodes. No intervention was completed, the patient is going to be monitored. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.